Manufacturer narrative:
H3: the revision reported may have been due to either off-axis seating of the glenosphere on the baseplate or incomplete seating of the glenosphere locking screw at the time of implantation. Incomplete seating of the screw may have been due to bone graft or allograft being retained on the screw-hole threads of the baseplate, the glenosphere locking screw being cross-threaded into the baseplate, or a combination of the two, which led to the inability to fully seat the glenosphere onto the baseplate. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were unable to be obtained. D10: humeral stem or stemless 300-01-11. Reverse humeral liner 320-38-00. Reverse humeral tray 320-10-00.

Event description:
As reported, the patient presented to the surgeon with disassociation of the glenosphere and reported pain and functional impotence. Approximately 2 years and 5 months post the initial left total shoulder arthroplasty, the patient was revised and the glenosphere removed. Outcome: resolved. The case report form indicates this event is definitely not related to the devices or procedure.